Event description:
The customer reported that the 840 ventilator is inoperable while on a pt. It is unk if there was any impact to the pt as a result of the event. The customer inspected the device and found the cable to the breath delivery was loose. The customer reported to have tightened the cable. The ventilator passed all testing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain pt info but no response received from the customer.